Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. The cause of the non-functional response button was physical damage to the switch. The metallic dome had been peeled off the front switch. The source of the physical damage cannot be positively identified. No adverse event resulted from the damaged response button.

Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor response buttons were not functioning properly. The pt was issued a replacement monitor.